Manufacturer narrative:
Two (2) bags were received for evaluation. Visual inspection was performed and revealed particulate matter within the bags. Microscopic inspection was performed on the particulate matter within the first bag. There were found to be five colorless fiber-like particles ranging from 0.1 mm to 0.8 mm in length, and two light colored particles each 0.1 mm in length. These particles were consistent with needle shavings. Examination of the sleeve stopper determined no material was missing from the entry and exit path of the needle strikes. The lumen of the medication port membrane tube had a series of needle strikes along its length. An additional needle shaving was isolated from the lumen. Microscopic inspection was also performed on the particulate matter within the second bag. There were found to be two colorless fiber-like particles ranging from 2.1mm to 4.4mm in length, and one light colored particle 1.1 mm in length. The particles were consistent with needle shavings. Examination of the sleeve stopper determined no material was missing from the entry and exit path of the needle strikes. The lumen of the medication port membrane tube had a series of needle strikes along its length. Two additional needle shavings were isolated from the lumen. The reported condition was verified for the two received bags. The cause of the condition was not determined. A nonconformance has been opened to address this issue. The remaining three (3) bags were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter discovered in five (5) intravia containers. The particulate matter was found in the fluid pathway of the containers during compounding and before patient use. Four (4) containers were being compounded with 13.95g piperacillin/tazobactam and 310ml normal saline and one (1) container was being compounded with 5g vancomycin and 500ml normal saline. There was no patient involvement. No additional information is available.